Event description:
It was reported that insulin gauge displayed 0 units even though caller expected about 80 units after completing load process, and pump was currently showing a fill estimate different than expected. There was no reported impact to the customer¿s blood glucose level. Customer confirmed no alerts or alarms occurred, followed instructions to remove air, used room temperature insulin, did not reuse or overfill cartridge, but was unable to reload same cartridge, and no additional information was received regarding further actions or resolution.